Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not booting up. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the exec processor board to not be functioning. So, in order to fix the issue, the fse replaced the part. Then, calibration, safety and functionality checks were completed per the service manual and passed specifications. The unit was then returned for clinical service upon completion. The following investigation was performed by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The executive processor board part number was observed per the cardiosave service manual with no visual damage. The failure analysis and testing dept. Installed the executive processor into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure and the cardiosave service manual. The error log indicated error code 124 which is a shuttle and drive transducers reported different values when both exposed to atmosphere (10 mmhg or more difference). "Atm pressure read failure" . No problem was found while testing. System passed all testing and calibration was complete without issue. Executive processor board will be held to the fat dept. Per procedure. The following was submitted by the supervisor of the maquet failure analysis and testing dept. (Fat) wayne, nj. The observed error code 124 indicated within the investigation writeup performed by the technician on 11 april 2023 was observed by the customer, and not by technician during his investigation into this complaint. The fault code 124 was saved within the fault log, and it is annotated as occurring on the following dates: 10 nov 2022, 15 nov 2022, and 30 nov 2022. As stated in the technician's investigation writeup, no problem was found during the testing of the executive processor board.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4,e1(site country),g3,g6,h2,h6,h10,h11 corrected fields: h6(type of investigation, investigation conclusion). It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) was not booting up. A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the exec processor board to not be functioning. So, in order to fix the issue, the fse replaced the part. Then calibration, safety and functionality checks were completed per the service manual and passed specifications. The unit was then returned for clinical service upon completion. There was no patient involvement. The defective components were received for further investigation. The executive processor board was observed per the cardiosave service manual revision q with no visual damage. The failure analysis and testing dept. Installed the executive processor board into the cardiosave test fixture and tested the executive processor board to factory specifications per procedure number (B)(4) revision d and the cardiosave service manual revision q. The error log indicated error code 124 which is a shuttle and drive transducers reported different values when both exposed to atmosphere (10 mmhg or more difference). "Atm pressure read failure" see the attached file for reference. No problem was found while testing. System passed all testing and calibration was complete without issue. Executive processor board will be held to the fat dept. Per procedure number (B)(4) revision ak. The observed error code 124 indicated within the investigation writeup performed by (B)(6) on (B)(6) 2023 was observed by the customer, and not by (B)(6) during his investigation into this complaint. The fault code 124 was saved within the fault log, and it is annotated as occurring on the following dates: (B)(6) 2022, (B)(6) 2022, and (B)(6) 2022. No problem was found during the testing of the executive processor. Fat received executive processor board back from the supplier. The supplier stated they replaced component j20 and tested the board successfully after. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(4) rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) is not booting up.